Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during blood sample, the flash chamber of a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder was overfilled. Customer¿s verbatim: ¿during the blood sample the flash chamber overfills. ¿

Event description:
It was reported that during blood sample, the flash chamber of a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder was overfilled customer¿s ¿during the bloodsample the flash chamber overfills. ¿

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for overfilling of the flash chamber with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for overfilling of the flash chamber with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause of excess build-up of blood within the flash chamber was determined to be related to a user-related issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.